Event description:
It was reported to philips that the system failed to bootup completely. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that system failed to bootup completely. After reviewing log file fse did not found the malfunction. After some functional test fse found the suite pc rebooting itself. The cause of the suit pc failure could not be conclusively determined by the supplier's part analysis. Fse replaced the suite pc and reloaded software, after replacement of suite pc and reloaded software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.